Manufacturer narrative:
This report is submitted on march 12, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to the patient experiencing health issues. The patient has not been reimplanted with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, it was reported that the patient experienced an infection. This report is submitted on 02 apr 2021.